Event description:
It was reported that multiple minimum fill notifications occurred with multiple cartridges after the user filled the cartridge with 150-200 units of insulin during the load sequence. Reportedly, the customer was not performing the air removal step. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 348 mg/dl.

Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.